Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The lower limit flag (low_range) for auto-dilution protocol 3 (amniotic fluid/1:50) was set too low (15 ng/ml) for the architect afp assay file (001_014) for the architect afp non-us product list number 07k67/06c01. The limit flag should be set no lower that 20 ng/ml. If this flag is set too low, then it is possible for an auto-diluted sample to be read within the curve at a position less than the sensitivity of the assay and a reportable value may be obtained. Amniotic fluid alpha-feto protein (afafp) samples between 15 and 20 ng/ml (0.015 and 0.050 ug/ml) could be impacted in that the auto-diluted sample would read below sensitivity. Abbott has not received any reports of adverse events related to this issue.